Event description:
It was reported that a patient underwent a primary, laparoscopic, incisional/ventral hernia repair procedure on (B)(6) 2008 and mesh was used. The patient stated he experienced a recurrent hernia in (B)(6) 2008 and had a second procedure to repair the hernia on an unknown date. The physician stated he last examined the patient on (B)(6) 2008 and confirmed that there was no palpable facial defect and there appeared to be mild eventration of the mesh through the previous hernia defect. The physician also stated that the patient had a scan done (B)(6) 2010 by another provider which showed a midline hernia.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.